Manufacturer narrative:
The complaint device was not available for evaluation. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as 2134265-2017-11128 and 2134265-2017-10988. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback. Freeze issue frequently occurred even on restarting. There was no issue on the manipulation and no error message displayed. They try to reinsert the lan cable, however, the issue was not resolved. No patient complications were reported.